Event description:
A ventilator was returned to the manufacturer for evaluation. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, an issue with the device's lcd screen was observed. The device's lcd screen will need replaced to address the issue.